Event description:
Treatment of a large unruptured saccular aneurysm measuring 10 mm located in the ophthalmic segment of the left ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (3.75mm x 12mm) could not be released from the capture coil. Upon further manipulation, the physician observed the wire spinning freely and decided to remove the entire system from the patient for fear that the pushwire may be fractured. Upon inspection of the pushwire outside of the patient, it was found intact. A second pipeline (4.00mm x 12mm) was advanced to the aneurysm and deployed, but it jumped proximal and missed the landing zone. The pipeline removed from the patient. The third pipeline (3.75mm x 14mm) was implanted without issues to complete the procedure.

Manufacturer narrative:
The pushwire and the pipeline were returned for evaluation without the marksman catheter. The evaluation could not determine the cause of the event as the pipeline was found opened and released from the capture coil; however, the capture coil and braid were found damaged which likely contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).